Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event of the console going black, blank flow, and a s3 alarm was confirmed. The centrimag motor (serial #: l05444-0011) was returned for analysis and was evaluated. The reported event of the console going black, blank flow, and a s3 alarm was confirmed via the console¿s log file and was also reproduced in the complaint lab. A log file was downloaded from the associated and returned console (serial #: (B)(4)). A review of the downloaded log file showed that on (B)(6) 2019 at 22:12, an ifd-shutdown (display dark) occurred, triggering ¿system alert: s3¿ and ¿set pump speed not reached¿ alert. The speed dropped from 3900 rpm (flow of 5 lpm) to a speed of 3200 rpm, with 0 lpm of flow displayed. A further investigation on the returned devices was performed by the r&d department. Reports of similar events have been documented and corrective action had been initiated to investigate the issue. The investigation has determined that this event was caused by a motor related issue. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This medwatch is reporting the motor. The primary console is reported under medwatch MFR report # 2916596-2019-01482. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was placed on extracorporeal circulatory support. It was reported that the patient was with the device as a left ventricular assist device (lvad) for 4 days before the event. The motor suddenly began to make a noise and heat up, leading to an s3 alarm. The flow probe did not show flow on the screen or on the primary console. The pump was still functioning. The patient was correctly anticoagulated. Inotropes were temporarily used to exchange the primary console. A change to the backup primary console and motor made the noise disappear. The patient was continuously with the lvad for 6 more days when a transplant was performed. No clogs were found in the circuit. No additional information was provided.